Event description:
The account manager reported t.w. Power supply s/n (B)(6), from trunk stock that was brought to an account for a loaner failed biomed ground test and deemed unsafe. This unit had just recently been transferred to my stock from another rep who had it at his account with no record of incident or failure. A small hairline crack is visible at the connection port for the vh-3030 cord. No patient involvement.

Manufacturer narrative:
Internal complaint number: (B)(4). The reported device is an OEM device. The certificate of conformance was reviewed for the serial # (B)(6). The vendor certifies that this device lot conforms to all applicable product specifications and there were no non-conformances identified for the manufacturing batch. The device was returned to the factory on (B)(6) 2020 and investigated on (B)(6) 2020. A visual inspection was conducted. Signs of clinical use with no evidence of blood were observed. There was cracks observed around at the connection port. The receptacles appeared intact. No other visual defects were observed. Based on the condition of the device upon return and the inspection results, the reported failure crack was confirmed.

Manufacturer narrative:
Trackwise ID# (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The account manager reported t.w. Power supply s/n (B)(4) from (B)(4) that was brought to an account for a loaner failed biomed ground test and deemed unsafe. This unit had just recently been transferred to my stock from another rep who had it at his account with no record of incident or failure. A small hairline crack is visible at the connection port for the vh-3030 cord. No patient involvement.